Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity¿ number 15 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2010. Patient reported pain, numbness, swelling, loosening, loss of range of motion, valgus deformity and implant locking up. There has been no reported revision to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
It was reported from that patient underwent total knee arthroplasty on (B)(6) 2010. Patient reported pain, numbness, swelling and loosening. There has been no reported revision to date. This report is based on patient allegations and the allegations are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported from that patient underwent total knee arthroplasty on (B)(6) 2010. Patient reported pain, numbness, swelling, loosening and implant locking up. There has been no reported revision to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.